Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also updating information submitted on the initial medwatch report. Please reference sections b5 and h6:device code. Evaluation results: the customer's report was observed during testing. However, the reported problem could not be duplicated. The user interface module (uim) board was replaced and scrapped as a pre-caution. The device passed the final test procedure, was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.